Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during a total hip replacement, the surgeon reamed with a 47mm reamer to seat the cup. Five attempts were made to seat the cup, however the cup would not seat. The surgeon then to reamed with a 49mm reamer and put in a size 50 cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the acetabular shell found bio debris in the exterior trabecular metal. Dimensional analysis found the device within specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.